Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the y1 crystal oscillator was open on the bedside board. The cause of the inability to charge a battery pack is the open oscillator. The root cause of the open oscillator cannot be positively identified. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a battery charging indicating that it would not charge a test battery pack.